Event description:
The implant failed due to poor oral hygiene. The implant was placed at #15 and removed after 3 years. Autogenous bone implantation was performed. Poor oral hygiene. Poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.